Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had previously had a lead fracture.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2016; 459888 lead, implanted: (B)(6) 2016; dtba1qq ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for out of range impedance, rising impedance and intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.